Event description:
It was reported by service report that the fowler angle was incorrect, there was no power coming into the bed, and the power cord had a broken ground. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Power inlet module.